Event description:
Reporter stated that the device's batteries leaked, inside of the battery compartment, causing acid to leak from the device, no associated injury was reported. Tech support requested the return of the suspect product and replacement product was shipped.